Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarm was not able to be confirmed. No log files were submitted for analysis. The provided information indicated the controller, serial number unknown, was being planned to be exchanged but was put on hold due to the patient requiring surgery. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event was not conclusively determined through this analysis. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 instructions for use, section 5 entitled ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 entitled ¿system operations¿, explains how to properly replace the backup battery. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient had repeated backup battery fault alarms so a system controller exchange was planned. The patient was then admitted with prosthetic joint infection requiring surgery. The planned system controller exchange was put on hold.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was given a new backup system controller.